Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an insulin safety syringe. The customer reports the rn gave the pt an insulin injection. When the rn attempted to slide the shield up, it become stuck and she had to recap the needle. The customer stated that she had gloves on and when recapping, the needle came through the orange side of the cap and stuck her in the left index finger. The rn was seen work partners for testing and f/u related to a needle stick injury.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.